Event description:
Dexcom sensor came off again 3 days early. Replace sensor and new dexcom6 sensor applicator/ orange button became stuck in my body. Called dexcom to make sure skin would not come off, too. Once off inserted a new sensor only to have it hang after inserting. Reference reports: mw5120621, mw5120622.